Manufacturer narrative:
The complaint product was returned for investigation. The model name was fb-21k-1 with lot# k9x17. The insertion part was cut at a position about 40 mm from the tip. The other arm of the caps (a part of the linkage mechanism at the distal end) was broken off. The broken arm had brown foreign materials around the broken place. The broken arm was missing. The broken surface indicated brittle fracture due to corrosion. There were no other abnormalities that could lead to the event reported. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during an examination (biopsy procedure) , the raw forceps did not close and could not be pulled out of the scope. The base of the handle of the biopsy forceps was then cut using nippers and was pulled out safely from the scope . According to the reporter, the biopsy procedure was completed and there was no problem. No health hazard has occurred. There was no patient harm , no user injury reported due to this event. This report is being submitted for forceps device malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cup did not open and close because the linking mechanism was broken. It is likely that the following caused the event: 1.foreign materials or cleaning solution had left on the arm of the cups due to insufficient cleaning of the device. 2.residues on the arm of the cups corroded and decreased its strength. 3. A force was applied to the linkage mechanism while handling the device. As a result, the linkage mechanism part where decreased its strength was broken. The following is included in the instructions for use (IFU): "before use, confirm that the distal tip of the forceps is not corroded, dented or discolored, and that the cups can be opened and closed smoothly. Using forceps that are damaged or not working properly may result in one or more of its components falling off inside the patient. If a component falls off the distal end, or if operation of the cups suddenly becomes more difficult, immediately stop the procedure. Carefully withdraw the forceps together with the endoscope to avoid causing injury within the body cavity. Retrieve any parts that have fallen off inside the patient using another grasping forceps." "Reprocess the instrument immediately after use by immersing it in a neutral, low-foaming, medical-grade detergent solution, then following the cleaning and sterilization procedures in this chapter. Failure to reprocess the instrument immediately after use, or using another type of detergent may cause corrosion at the instrument¿s distal end. This could cause components to fall off during use and may interfere with operation of the cups." Olympus will continue to monitor field performance for this device.